Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being tested when it was observed to come apart into pieces. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
All units were visually inspected. It was observed that all suction tubes were connected to tip inserts. A manual pull test was performed to suctions tubes and the tubes were observed to detach from tip inserts. Glue applied was not uniformly distributed through the connected parts. Based on device risk documentation and evaluation of units received from previous similar events, the most probable root causes for this condition can be associated, but not limited to: the tip can potentially break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts; incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process; possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage poor gap design for mating parts (suction tube and tip insert). The claimed condition was confirmed, and the devices were scrapped by the manufacturer.